Event description:
Sales rep reported that a surgeon had reported a fractured v40 44 no 0 exeter stem that was implanted with a ceramic head.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.